Event description:
It was reported that the suture passer would pass suture, but would not release the nitinol wire. The nitinol wire would stay stuck with the suture. No patient injuries or delays in procedures were reported.

Manufacturer narrative:
Event date unknown.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.the device met all inspection criteria and performed as intended. Reported event could not be substantiated.